Event description:
It was reported that on (B)(6) 2026, a 23mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The valve got implanted without issue. When checking gradients before coming off of cardiopulmonary bypass (cbp) the echocardiogram (echo) showed a gradient of 50. When the physician went back in and found that one of the leaflets were not moving well. The valve was replaced with another regent with no harm to the patient. The physician could see some cardiac tissue potentially blocking the valve but mentioned how loud the valve was during orientation of the leaflets.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.